Event description:
Same case as 1527460-2010-00103. The complainant reported an under-delivery. It was reported that the intended delivery rate was 150 ml per hour; however, the pump delivered approx 80 ml over one hour.

Manufacturer narrative:
(B) (4). (B) (4).